Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Based on the results of the investigation, the pump would not operate on battery power, further evaluation was unable to be performed. Fluid was cleaned from the power connector to correct the issue. It should be noted that the instructions for use (IFU) for the space pump state: "to protect the pump and power supply from moisture". Based on the information provided by our service provider, the reported event was attributed to use error. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the pump was not infusing fluids. No other information provided.